Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 after receiving inappropriate shock. Review of merlin transmissions revealed that the implantable cardioverter defibrillator (ICD) was appropriately withholding shock when patient was in atrial tachycardia. However, when the atrial signals started falling into the blanking period and increasing the ratio of ventricular to atrial signals, the ICD delivered inappropriate shock. The patient was admitted and provided medical therapy. No programming changes were made. The patient was in stable condition.